Manufacturer narrative:
Driveline cable, (B)(4), was not returned to heartware for evaluation as the pump remains implanted in the patient. Review of the manufacturing documentation confirmed that the associated driveline cable met all requirements for release. On-site inspection of the driveline cable revealed a new crack in the outer sheath. After removing the tape applied by the patient, one small crack at the junction of driveline and driveline strain relief was observed confirming the reported event. A driveline sheath repair was performed to mitigate the conditions reported. Heartware has initiated an investigation to evaluate driveline sheath damages. Based on the investigation conducted, the most likely root cause of the driveline sheath damage is exposure to uv light. Per the instructions for use (IFU): the hvad driveline is a cable that connects to the implanted pump and passes through the skin to connect to the external lvad system components. The instructions for use (IFU) and patient manual caution the user to not pull, kink or twist the driveline or the power cables, as these may damage the driveline. Special care should be taken not to twist the driveline while sitting, getting out of bed, adjusting the controller or power sources or when using the shower bag. Users are to examine the driveline for evidence of tears, punctures or breakdown of any of the material during exit site dressing changes. The IFU and patient manual also cautions users that they should not attempt to repair or service any heartware equipment. If service is required, they should contact their doctor, nurse or vad coordinator. This type of event would not likely cause or contribute to death or serious injury. Driveline sheath damage without damage to the inner wires will not affect the function of the pump. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported by the vad coordinator that the patient found a break in the driveline. The patient used stationary tape to cover the break.  Visual inspection by the site revealed a new crack of driveline outer sheath with 0.7 cm length which was 3.5 cm from strain relief and at the end of old tape. After removing the old tape, one small old crack was observed at the junction of driveline and driveline strain relief. A driveline sheath repair was performed in the outpatient setting per protocol. There was no report of a pump stop during the procedure and no consequence or impact to the patient.  No further information was provided.